Manufacturer narrative:
The reported device was received for evaluation. Visual inspection observed a damaged lid. The unit was returned with a foot pedal. Functional evaluation revealed the output of the device is low at all settings on both coag and coblate. Changing the settings only barely changes the output, but the output remains below proper levels. The unit had no issues activating flow valves. No flow valve was returned with the device. The unit does not have flow on its own without a flow valve accessory. Review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a electrical component failure. Factors that could have contributed to the failure include a power surge in the controller or failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a turbinate reduction, the fa coblator ii controller did not work properly when using the coag portion and suction monopolar. The procedure was completed with a surgical delay greater than 30min, there was no back-up device available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.